Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported the patient was in the intensive care unit (ICU) with overdose symptoms specified as difficulty breathing and hard to arouse. She also experienced lethargy. The pump was read and there were no logs to report. The patient was also taking oral narcotics. She was diagnosed with pneumonia, and because of the pain, may have taken more oral medication than intended. The increased pain and symptoms started on (B)(6) 2015. The patient had been on 1.45 mg/day of dilaudid with patient activated boluses enabled. However, the patient had not taken a bolus since (B)(6) 2015. The pump was turned down to 1.3 mg/day. The patient was still in the ICU, but awake at the time of the report. The patient¿s status was reported as ¿alive ¿ no injury.¿ additional information has been requested regarding troubleshooting and the patient¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.